Manufacturer narrative:
Device evaluated by manufacturer: the stent had detached from the balloon and was returned for analysis on a mandrel with the stent protector and without the stent delivery system. A visual examination of the stent found the stent damaged across its entire profile with struts distorted, bunched, stretched and lifted from the stent profile. As the delivery system was not returned with the stent, analysis on the balloon crimp markings cannot be completed. Individual assessment of the catheter cannot be performed as the stent delivery system was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50mmx38mm synergy ii stent was selected for use. However, during preparation, it was noticed that the stent was not on the delivery system. When the stent protector was inspected, the stent was found inside it. The device was not used in the patient. The physician then successfully implanted a 2.75x38 promus premier stent, a 3.0x12 synergy stent, and two 3.0x8mm synergy stents and the procedure was completed. No patient complications were reported and the patient was doing very well.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50mmx38mm synergy ii stent was selected for use. However, during preparation, it was noticed that the stent was not on the delivery system. When the stent protector was inspected, the stent was found inside it. The device was not used in the patient. The physician then successfully implanted a 2.75x38 promus premier stent, a 3.0x12 synergy stent, and two 3.0x8mm synergy stents and the procedure was completed. No patient complications were reported and the patient was doing very well.